Manufacturer narrative:
(B)(4). Batch number ==> p57n35. Investigation summary ==> the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/10 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the endocutter ats45 was used during gastric bypass. Six blue cartridges with the same ats45 endocutter was fired, when white cartridge was reloded, surgeon tried to fire the device, but just one cm was cut and stapled, not full cartridge. The jaws were closed normally, but when the firing trigger was fired, it was a little bit harder to do as before with when blue cartridges were fired and surgeon heard a little crack. It was possible to return knife back and open the jaws and then they found out that just 1 cm is stapled and cut. They wanted to try one more white cartridge, they put it in the instrument, but did not fire, because they decided to do the anastamosis by hand. Patient consequence? :no.